Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports that she had a fall at home and broke her left tibia and elbow. She stated that the fall was not related to dbs. Patient reports that the doctor had to put steel platelets in both her knee and elbow and since then, when she has tried to have a seizure and the device has stopped it, her left leg has jerked. She wants to know if the metal in her left knee or left leg can cause the device to jerk. She stated that it happened first on february 9th and again on the 13th. Patient states that she turned the device off on the 13th to see if it would stop the seizure and it did. Patient reports that her left arm has always jerked and folded up during a seizure but the left leg with the device or the platelet put in has never done that before. The patient was redirected to their healthcare provider to further address the issue.